Event description:
The patient reported that she was having trouble filling the cartridge and found air bubbles in the cartridge and the infusion set tubing. She said, she filled the cartridge with refrigerated insulin. The patient reported blood glucose levels of 506 and 511 mg/dl after an infusion set site change and denies nausea, vomiting, or shortness of breath. The patient reported that her blood glucose reading was 151 mg/dl the morning before contacting animas and 160 mg/dl later that day.

Manufacturer narrative:
The cartridge was not returned to animas for evaluation. The patient filled the cartridge with refrigerated insulin. The instructions for use contained with the cartridge direct the user to use room temperature insulin and check for air bubbles after filling the cartridge. The customer support representative advised the patient to use room temperature insulin and to call back if there are additional questions. The patient did not have trouble filling the cartridge after using room temperature insulin and has used the pump without any further issues.